Manufacturer narrative:
H3: product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2005, the lay user/pt contacted lifescan alleging that her one touch ultra meter would not power on. The senior medical affair specialist mailed a letter, since the pt could not be reached. The pt reported that the last test result was obtained 2 weeks prior to calling lfs. She had been experiencing headaches and was unable to obtain a blood glucose result. Results of 355 mg/dl were obtained on her friend's meter. She went to see her physician and was prescribed 1 additional tablet to her daily regimen of two glipzide tablets daily. There was no indication that her blood glucose level was tested at the physicians' office. No further info was provided. It would have been helpful to know her testing frequency, if she maintained her medication regimen, if her blood glucose level was checked at the physician's office, other possible health conditions, and if she had access to her friend's meter while she was unable to test on the reported meter. The customer care advocate verified that the correct type of test strips were being used, the battery was correctly installed, the battery was replaced less than a year ago, and the battery contacts were in good condition. The cca walked the pt through pressing the power button and the meter did not power on. The meter, test strips, and control solution were replaced. The product did not cause or contribute to an adverse event. The pt had access to another meter; while she was unable to test on the reported meter. The pt experienced symptoms, obtained elevated blood glucose results, and was prescribed more medication.